Manufacturer narrative:
(B)(4). Visual inspection of the device confirmed that one ball bearing and associated spring were found missing. The missing ball bearing and spring were not returned. The tasp shim exhibited witness marks and scuffs on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. It is unknown what method was used to clean the devices. The corrective action has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It is reported that the device was noted to be missing a ball bearing after sonic cleaning.